Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer also experienced hyperglycemia. Customer blood glucose at the time of incidence was 300 mg/dl at the time of the incident and current value was 256 mg/dl. Customer treated with insulin pump for high blood glucose value. Customer reports they did not hear beeps when audio volume settings were saved. Advise customer to adjust the audio volume to 1, press save, and listen for the beep and also adjust the audio volume to 5 press save and listen for the beep they stated no beep. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio tones/beeps functioned properly. No unexpected hardware low level failures alarm found during testing or in the insulin pump history file.